Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7099337/7099338/7099380.

Event description:
It was reported immediately after the patient woke up from anesthesia, the patient could not feel her legs. The physician believed it was due to the leads puncturing through the epidural space and that this was not procedure related. The patient is currently in the rehab facility.